Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/ surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As a result of process change and retrospective review we found this event to be reportable. Evaluation of the device found expected normal wear. The device was repaired and returned to the customer.